Manufacturer narrative:
As part of investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and was unable to find any abnormalities or missing parts inside the biopsy channel, when inspected with an olympus boroscope and telescope. Additionally, there were also no signs of sharp surface or missing parts with the insertion tube, bending section cover, bending section cover glue, elevator forcep raiser, distal end cover, light guide lens/glue, and objective lens/glue. However, the bending section cover glue was noted be discolored and cracking from the distal end and insertion tube side. Based on the evaluation, the cause of the reported event could not be determined as there were no abnormalities or sharp surface on the scope that would attributed to the user¿s experience. The cause of the discoloration on the bending section cover glue is most likely due to chemical damage. The instruction manual warns users ¿do not insert endotherapy accessories forcibly or abruptly. Otherwise, the endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation.¿

Event description:
Olympus was informed that during an unspecified procedure, a patient sustained a perforation. The patient¿s course of treatment is unknown. It is also, unknown if the intended procedure was completed.